Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 39565-65, serial#: (B)(4), implanted: 2(B)(6) 2010: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the high impedance reading was unknown. They didn't know the cause of the buckling. They performed multiple impedance tests and once the surgeon was able to get the lead in they didn't try to remove it or reseat it- they tried to twist the lead and made minor adjustments but they were unable to move it much. The x's impedance reading and high impedances had not been resolved. The patient was reprogrammed on (B)(4) 2018 and the impedances were the same as they were in the or. The representative was able to program around the high impedances at this point. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that they couldn't get the patient's lead into the 0-7 port of the intellis header block. The representative confirmed that the set screws were adequately retracted and they tried gently twisting the lead into the ins. No symptoms or further complications reported.

Manufacturer narrative:
H6: correction - device code c62826 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that when the patient had their previous ins replaced, "they found that there were 3 leads that were not functioning- they had scarred over or something". No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that prior to attempting to insert the leads into the neurostimulator (ins), impedances with the wireless external neurostimulator (wens) were fine. The rep reported that the area between the electrodes felt ¿soft¿ so when they advanced the lead, it would ¿buckle¿ in between the electrodes. The rep reported that they thought it started out being hung up in the same spot but they were eventually able to advance it further and would still have issues. The rep reported that they switched lead tails in the in and eventually used another manufacturer¿s product which clamped around the lead and they were able to insert the lead but it was never fully seated in the port well. The rep reported that when a check connectivity was performed, 6, 7 and 1 showed red x¿s. Full electrode impedance check then showed 3, 4 and 10 were high and they had checked different reference electrodes. The rep didn¿t check impedances post-operative. The rep reported that everything remained implanted. The rep not that the ins was not on or programmed but would see the patient next week to do so. No further complications were reported.